Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. The patient was hospitalized for 15 days and treated with unspecified antibiotics at an unspecified dose and frequency. Patient outcome was not reported. The patient has switched to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
Additional information: b1, b7, d10, h1, h11. H11: upon follow-up, additional information was received. It was reported that the pd catheter was being colonized by the bacterial infection. The pd catheter was removed. Based on additional information received, baxter disposables for peritoneal dialysis was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.